Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire was not confirmed. A conclusive cause could not be determined for the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other prostar xl device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two prostar xl devices via a 16fr sheath was achieved in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, it was difficult to rewire the prostar xl devices with the 0.035 "j" tip guide wire to remove the prostar xl devices and place the sheath. After several attempts the guide wire was able to be advanced and the prostar xl devices were removed from the anatomy. With satisfactory procedure outcome, hemostasis was achieved with sutures of the prostar xl devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the final medwatch report, the following additional information was received. Hemostasis was achieved with an additional prostar xl device. No additional information was provided.